Event description:
An angio-seal device was deployed in 2004. Several days later, the patient presented to the hosp and was diagnosed with an infected abscess at the puncture site. The patient underwent surgery in 2004; the area was debrided. The angio-seal components were removed.